Manufacturer narrative:
Correction/removal numbers: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12032. It was reported the pt experienced pocket heating and a 'stabbing pain' while charging. The pt also experiences some overstimulation. Reportedly the pt's shoulder blade is swollen and painful, due to the location of the ipg. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charing and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.